Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if the issue reoccurs.